Manufacturer narrative:
Film evaluation results are: a review of CT¿s 19 months post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~5 ¿ 10 mm below the renal arteries. The bifurcate proximal stent graft od measured 28mm and several mm¿s lower the neck diameter measured 32mm; there was <(><<)>5mm of remaining proximal sealing length. The infrarenal neck and aortic body were angulated 90 deg a-p; relative to the distal aorta. The maximum aaa diameter was 8.9cm and there was a proximal type I endoleak. The bifurcate ipsi limb and extension were positioned into the right common iliac artery, and the contra limb + extension were seen within the left common iliac. The origin of the contra limb was severely angulated and slightly compressed near the level of the gate; however, both limbs were patent. No other stent graft issues were observed. The exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. It is likely that low initial placement of the bifurcate into a short neck, as well as possible disease progression (neck dilatation and angulation) may have contributed to the type ia endoleak. Films during and post-intervention which resolved the endoleak were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 10 cm in diameter abdominal aortic aneurysm. It was reported that the bifurcate was placed a few millimeters too low during the index procedure. Approximately one year and seven months post index procedure that a CT revealed there was a proximal type I endoleak with the implanted endurant ii bifurcate. The next day, the physician elected to implant an endurant ii aortic cuff, ballooned the device, and then prophylactically implanted aptus endoanchors. The leak was resolved and the procedure was completed. Per the physician, the cause of the event was due to the patient anatomy of a short neck. The physician stated that the bifurcate was placed a few millimeters too low during the index procedure. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.